Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient "underwent an additional surgery, due to debilitating pain, where the previously placed ventralex mesh was found balled up, unincorporated, and there was an inflammatory response in the tissue surrounding "them" mesh. The ventralex mesh was removed"; however, the sample was not returned for evaluation and medical records are not available at this time. Inflammation is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2014: the patient underwent surgery for repair of a ventral hernia. A bard/davol ventralex hernia patch mesh, reference number (B)(4), lot number huya1591 was implanted to repair the hernia defect. On (B)(6) 2015: the patient underwent an additional surgery, due to debilitating pain, where the previously placed ventralex mesh was found balled up, unincorporated, and there was an inflammatory response in the tissue surrounding "them" mesh. As reported, the ventralex mesh was removed. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex hernia patch.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient "underwent an additional surgery, due to debilitating pain, where the previously placed ventralex mesh was found balled up, unincorporated, and there was an inflammatory response in the tissue surrounding "them" mesh. The ventralex mesh was removed"; however, the sample was not returned for evaluation and medical records are not available at this time. Inflammation is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the date of event and manufacturing date. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 1 month post implant of ventralex mesh, patient was diagnosed with infection, bowel obstruction, adhesions, inflammation and abdominal pain thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists infection, pain and adhesions as possible complications. The warning section of the IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the patch. An unresolved infection may require removal of the mesh." H4 (manufacturing date) note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2014: the patient underwent surgery for repair of a ventral hernia. A bard/davol ventralex hernia patch mesh, reference number (B)(4), lot number huya1591 was implanted to repair the hernia defect. (B)(6) 2015: the patient underwent an additional surgery, due to debilitating pain, where the previously placed ventralex mesh was found balled up, unincorporated, and there was an inflammatory response in the tissue surrounding "them" mesh. As reported, the ventralex mesh was removed. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex hernia patch. Addendum per additional information provided: (B)(6) 2014 - patient was diagnosed with abdominal wall mass with incarcerated small bowel thereby underwent open repair with implant of ventralex mesh. Per operative notes, ¿a hernia sac was contained omentum and small bowel was encountered. Adhesions were dissected and a ventralex dual mesh was placed and sutured.¿ (B)(6) 2014 - patient was diagnosed with abdominal pain and small bowel obstruction thereby underwent open repair with lysis of adhesions, small bowel repair and partial explant of ventralex mesh. Per operative notes, ¿there appeared to be two loops of bowel that were trapped within the retro umbilical region. Dissected two loops of small bowel and edge of the mesh. The mesh appeared to be well incorporated. There were significant adhesions were dissected and serosal sites were repaired sutures." (B)(6) 2015 - patient was diagnosed with infected foreign body thereby underwent open repair with removal of ventralex mesh. Per operative notes, ¿a balled up, unincorporated marlex and goretex mesh patch was excised, however a large inflammatory mass remained in the periumbilical region. Adhesions were freed up by excision. The defect was measured and a piece of absorbable mesh was fashioned and secured with sutures.¿ attorney alleges that the patient had adhesions, mesh shrinkage, infection, pain, hernia recurrence and emotional injuries. It is also alleged that mesh had been contracted, balled up creating a meshoma, inflammatory tract and unincorporated mesh.